Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump had a motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test and excessive no delivery test due to motor error alarm during the rewind test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 230 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated aware date.